Event description:
Implant date: 1993. Pt complains of pain. Revision surgery in 1994 due to pseudoarthrosis and a broken screw. Device replaced. X-rays taken on 05/21/1996 show a broken screw. Replaced device has not been reported to have been explanted.